Event description:
It was reported while using bd phaseal infusion adapter c180j separation of the components led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, during inspection after preparation, the spike part and the connector were found to be separated, resulting in leakage of an anticancer agent.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes.d9: returned to manufacturer on: 12-apr-2022. H6: investigation summary the contaminated sample was returned to our quality team for investigation. After proper decontamination of the device, the product was evaluated, confirming the connector disconnected from the spike. The spike was observed to be in good condition, however, it is noted there is no trace of the solvent used to weld the spike to the connector. A device history review was performed for reported lot 2105213, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. Upon performing assembly force testing, all product met required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Although we could not identify a direct issue, it was determined this incident was likely related to the operator not properly applying the solvent used to weld the components during assembly.

Event description:
It was reported while using bd phaseal infusion adapter c180j separation of the components led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, during inspection after preparation, the spike part and the connector were found to be separated, resulting in leakage of an anticancer agent.